Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post-operatively of a left inguinal hernia, the patient was rehospitalized due to severe left leg pain since the insertion of the inguinal plate. The patient also experienced tiredness, stomach pain, testicular pain, and back pain. The patient was referred to a specialist the patient was given analgesics, motor physiotherapy, and a prescription to carry out a spine scan on an outpatient basis.